Event description:
The usb cable in question was returned on (B)(4) 2015. An analysis was performed on the returned usb cable and a likely cause for the reported allegation was identified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. No other anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that an error message "cannot open port" was received when attempting interrogation on a generator. Another programming system was available, so no patient was affected. It was reported that the message was received again when attempting interrogation on a second patient's generator and that when connecting a new programming wand to the tablet interrogation was successful. A new usb cable was provided to the physician and troubleshooting is pending with the new usb cable. Attempts to obtain additional relevant information have been unsuccessful to date.